Event description:
Country of complaint: (B)(6). Thread breaking during general surgeries.

Manufacturer narrative:
Mfg site eval: 15 samples in closed packaging are received. Preliminary analysis: review stock: no product of this lot in stock at OEM.; quantity produced/imported: this product code and batch number (B)(4) units were produced in total.; background: no other complaints on file for this product/batch.; batch record: the batch mfg record was checked and showed that this product had a normal process and the results during the process met the requirements of the OEM.; results for batch release results obtained for batch release in the tensile strength in the knot, met the requirements established for this type of suture. Samples tested for: tensile strength: results are according to mfrs spec.; attachment resistance analysis performed and the results show that 3 of the units do not meet the values as specified by the OEM. Corrective action implemented at OEM.